Manufacturer narrative:
The technician found that the brake casters were faulty and replaced all brake casters and the foot section hex rod to resolve the issue.

Event description:
Technician alleged that the brake casters swivel when in the brake position. No pt impact.